Event description:
It was reported that, during set up for an endoscope procedure the t2 of five (5) units of the fast fix 360 curved were dislodged from the inserter. There was a smith and nephew back-up device available and a delay of less than 30 minutes was reported. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: h2: additional information on b5 and h6. H3, h6: the reported device was received for evaluation. A visual evaluation showed five devices were returned in three original packaging boxes with the batch number of the complaint on the label. Devices one, two, three, and four; the t1, t2, and suture were not returned. Device one's actuator is in the pre-t2 position. Device two's actuator is in the pre-t2 position. Device three's actuator is in the pre-t1/post-t2 position. Device four's actuator is in the pre-t1/post-t2 position, and the needle assembly is bent. Device five was returned with the t1 and t2 off the device but attached to the suture which is still under the depth gauge tube. The actuator is in the pre-t1/post-t2 position. Bio debris is present on all five devices. A functional evaluation showed that device one cycles as intended. Device two will cycle but tries to stick at the tip and requires manipulation to retract. Device three cycles as intended. Device four cycles as intended. Device five will cycle but tries to stick at the tip and requires manipulation to retract. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an endoscope procedure, the t2 of five (5) units of the fast fix 360 curved were dislodged from the inserter. The procedure was completed with a smith and nephew back-up device available and a surgical delay of less than 30 minutes was reported. No further complications were reported.